Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom of "constant alarm mid treatment," which was not reproduced. Multiple occurences of system error 322 were found in the event history log, confirming the symptom. Evaluation found the upper hook gap to be out of specification, causing the condition. The upper hook gap was readjusted to correct the condition. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum pump experienced an unspecified alarm during patient therapy (medication, programmed amount and delivery rate unknown). It was also reported that there was no patient injury or medical intervention.